Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument stopped moving. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system showing eight lives remaining. The instrument passed grasping, recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. There was no problem detected. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. During visual inspection, the instrument was found to have charring and localized melting on bipolar yaw pulley, between the grips. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage instrument bipolar yaw pulley are attributed to insulation degradation and carbonized tissue creating a conductive path. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.